Manufacturer narrative:
Concomitant medical products: dtba1qq ICD; 439888 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia). Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted two or more high rate non-sustained episodes and high sensing integrity counter (sic).